Event description:
Invalid result(s). Customer stated, "always seems as if they are duds every time I buy one, won't be spending the money on this brand. For the price and for them to never work and come back invalid. No thanks."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.